Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; monocentric evaluation of chimney versus fenestrated endovascular aortic repair for juxtarenal abdominal aortic aneurysm caroline caradu, julien morin, mathieu poirier, dominique midy, and eric ducasse, bordeaux, and mont-de-marsan, france. Doi: http://dx.doi.org/10.1016/j.avsg.2016.09.013. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted during cg-evar technique repair of juxtarenal abdominal aortic aneurysms. The following malfunctions were observed: type ia, and type ii endoleak¿s and iliac leg kinking.